Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced discomfort and presented to the hospital. Upon device check, the right ventricular lead exhibited increased capture threshold and r-wave amplitude variation. The lead was repositioned. X-ray did not show a change in lead's position. Physician suspected the cause to be the lead or the changes in the tissue of the myocardium. Patient was admitted to the hospital. The lead was capped and replaced. Patient was stable.